Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at around 1030pm, before going to sleep, the patient drank a protein shake (part of her normal routine). The patient¿s cgm was reading 77 mg/dl. The patient was experiencing a headache and tachycardia, but the patient reported that these symptoms were ¿normal for her¿. Around 315am, the patient's son found the patient in a state of confusion and unconsciousness. The patient¿s cgm device displayed a sensor failed alert. The patient¿s son then tested her bg meter reading which was 31 mg/dl. He placed (3) glucose tablets under the patient¿s tongue and gave her liquid fast-acting glucose. After a few minutes, the patient¿s bg meter reading increased to 55 mg/dl and then to 90 mg/dl. Around 4am, the patient regained consciousness and the patient¿s son had her drink orange juice. There was no documentation of the patient seeking assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.